Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted. Event site name: (B)(6).

Event description:
It was reported that during periodic inspection, the cs300 intra-aortic balloon pump (iabp) malfunctioned. Safety desk test failed. There was no patient involvement or harm reported.